Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to an infection on (B)(6) 2024. The implantation date was on (B)(6) 2024. A cup and a glenosphere were explanted. A cup and a glenosphere were implanted.

Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised due to disassembly of the cup, there was no fall or infection, the cause is probably because the cup was not impacted properly during the initial implantation. The revision was occured on (B)(6) 2024. The implantation date was on (B)(6) 2024. A cup and a glenosphere were explanted. A cup and a glenosphere were implanted.